Event description:
Removed insert implanted new insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 1 insert. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer